Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse and alarmed downstream occlusion. The device still had a large volume of packed red blood cells (prbc) after the expected transfusion time. There were quite a few downstream occlusion alarms that showed and bag near empty alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified multiple events of downstream occlusion alarms on the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.